Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause could not be determined. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the air reamer device could not engage the attachment coupling, had insufficient/low power, a worn gear and component damage. It was further determined that the device failed pretest for check the attachment coupling, check power with the test bench and starting behavior. It was noted in the service order that the connection attachment with the tool did not hold. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.